Manufacturer narrative:
There was an initial/final under the report number (B)(4) for this complaint on (B)(6) 2020. The original information will remind in this first submission as the investigation was already submitted.

Manufacturer narrative:
H10 h3, h6 the wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. Based on the product evaluation the middle electrode was broken, not detached. There is no evidence that any fragments of the electrode was retained in the patient. Since no patient injuries are being reported and no apparent patient impact, no further medical assessment is warranted. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instruction for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The visual inspection under magnification of the wand shows minimal electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The middle electrode is broken and can be rotated. There are no manufacturing abnormalities visually observed with the returned wand. The suction and saline lines were tested with a syringe and performed as intended. The wand´s creation of plasma could not be tested, because of the cut cables. The complaint has been visually verified and the root cause could not be determined with confidence.

Manufacturer narrative:
The evac 70 xtra hp coblator ii wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. Based on the product evaluation the middle electrode was broken, not detached. There is no evidence that any fragments of the electrode was retained in the patient. A review of manufacturing records for the reported lot number 2005625 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instruction for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The visual inspection under magnification of the wand shows minimal electrode erosion with contamination/ discoloration and scratch/ scuff marks on the return electrode and spacer. The middle electrode is broken and can be rotated. There are no manufacturing abnormalities visually observed with the returned wand. The suction and saline lines were tested with a syringe and performed as intended. The wand´s creation of plasma could not be tested, because of the cut cables. The complaint has been visually verified and the root cause could not be determined with confidence. The wand tip may have come into contact with another metal object, or used for mechanical displacement of tissue through applied force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy and adenoidectomy the evac was having poor coagulation and ablation when the tissue was cut. The procedure was completed without a significant delay, using a smith and nephew as a backup device. No patient injury or other complications were reported. Results of investigation showed the middle electrode was broken in half, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.